Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They¿ve been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
The affiliate reported that that there was disengagement failure. During surgery, the perforator would not stop and could not be removed from the skull. No dura injury was confirmed. No other details were reported. .

Manufacturer narrative:
Upon completion of the investigation it was noted that functional testing could not be performed as the device was received in multiple pieces and the drill body exhibited extensive damage. It is believed that the extent and locations of the nicked edges and surfaces observed on the drill body could affect the proper function of the perforator. All eight components were returned. Dimensional inspections were performed on the non-damaged features of each metal part. The features selected were those that could affect the perforator¿s disengagement function. No non-conforming parameters were recorded. A review of the DHR revealed that all tests and inspections associated with the assembly process, met specification requirements. Based on the results of this investigation the exact cause of the reported "perforator could not stop" could not be verified. We will continue to monitor for this or similar incidents for this product code and lot number. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.